Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported that the unit is not switching on during testing. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and identified that the problem was that the touchscreen was not working. The service technician replaced the touch frame assembly to address the problem.